Manufacturer narrative:
Section d10: concomitant medical products: logic tibia implant psc insert, sz 4, 13mm (cat# 02-012-44-4013 / serial# (B)(6)); lgc tibial fit tray cem sz 4f / 4t (cat# 02-012-45-4040 / serial# (B)(6)); three peg patella 35mm (cat# 200-02-35 / serial# (B)(6)); cemex system fast 70 gm (cat# 1510-s / serial# (B)(6)); 3" drill bit, mod. Hex 2 pack (cat# 201-78-89 / serial# (B)(6)); (11-2716) hall pwr pro vrspwr+ 90x13/21x1.19mm (cat# 203-90-21 / serial# (B)(6)); sterile disposable containers (cat# asa0030 / serial# (B)(6)).

Manufacturer narrative:
(H3) the revision reported was likely the combination of insufficient bonds between the implants and the bones and patient-related conditions, which led to aseptic (non-infected) loosening and osteolysis. However, this cannot be confirmed as the devices were not returned for evaluation. The most probable root cause associated with the reported event of "loosening" is associated with weakened integration of the device at the bone-implant interface due to loss of fibrous and/or bony tissue and leading to compromised anchorage of the device. Furthermore, most probable root cause associated with the reported event of "osteolysis" is associated with destruction or disappearance of bone tissue likely related to weakened integration of an implant at the bone-implant interface.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported that a surgeon saw a patient recently who underwent left knee replacement with another surgeon at in 2015. This implant is now coming loose and has a lot of osteolysis on both the femoral and tibial sides at only 6 years post. When he went back to see the initial implant surgeon recently he was told that this was an exactech optetrack knee that had a recall on it. Apparently, when he went back a 2nd time he was told that was incorrect and that there was not a recall but that the device was failing and needed to be revised. This knee will get revised at another clinic with a competitors system.